Event description:
Procedure type: robotic nephrectomy. According to the reporter: the trocar was inflated using 70cc. During the case the surgeon detected a leak. The surgeon attempted to reseat the trocar and only removed 20cc. There was infiltration in the subcutaneous tissue due to insufflation. The surgeon exchanged the trocar with another device from the same lot and had the same issue. A third port from the same lot was obtained to continue the case. Surgery time was delayed by approximately 30 minutes. Patient is being observed.

Manufacturer narrative:
(B)(4).